Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that metal shavings were seen coming off the ar-8500obe burr during an acromioplasty. The rep reported that the procedure was completed without issue. Additional information received on 12/8/2020: the rep reported they assume the surgeon used suction on the shaver without running it to attempt to remove the metal shavings, but it cannot be confirmed if all shavings were removed from the patient. The surgeon sucked out as many as they could as best they could.